Event description:
On (B)(6) 2022, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio flex meter was reading inaccurately high compared to his feelings and/or normal readings. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The patient reported that the alleged issue began on (B)(6) 2022 at an unspecified time. The patient claimed obtaining a blood glucose reading of ¿250 mg/dl¿ with the subject meter. The patient manages his diabetes with 25 units of humalog ¿yellow¿ insulin twice a day and he stated that he took 25 units of humalog ¿green¿ insulin in response to the alleged high reading. At an unspecified time after the alleged issue occurred on that same day, he started to develop the symptom of ¿shaking¿. The patient informed the cca that as treatment for the symptom he ate a lot of sugar. At an unspecified time after the treatment, the patient performed a test with his mother¿s unspecified meter obtaining a reading of ¿295 mg/dl¿ compared to a reading of ¿299 mg/dl¿ on the subject meter. At the time of troubleshooting, the cca noted that the unit of measure was not set correctly on the subject meter at the time of testing and had been recently changed. The patient did not specify whether the test strips had been open longer than the discard date, expired or stored improperly. However, he did confirm that the test strip vial was not cracked or broken. The cca noted that the patient did not have control solution to test the subject system. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.